Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak isolated to the differential mixing chamber top fitting (sheath tubing) which was broken. The differential mixing chamber was replaced, resolving the cleaner leak and flow cell errors. The fse uncovered a second leak, confirmed to be e- lyse from the blood sampling valve (bsv) to the peltier module; the line was replaced, correcting the second leak. (B)(4).

Event description:
A customer reported a contained leak on the right side panel of the lh500 instrument. The instrument was performing startup at the time. The customer also observed "flow cell" errors. The customer was wearing gloves and a lab coat when the leak occurred and there was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.